Event description:
It was reported that the customer replaced case on pump. During this replacement, the customer bent the patient line which introduced air bubbles into the infusion set tubing. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.